Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The insulin pump passed self test and displacement test. Pump was monitored no blank display anomalies, vibrate anomalies or audio/beep anomalies noted. Power connector plug in and locked in place properly. However, traces of corrosion found at the battery tube. Unit received with cracked case on the back at the battery tube area. Pump was received with fading serial number label, minor scratched display window, case and keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.